Manufacturer narrative:
Based on the available information the device will not be returned; therefore, an evaluation of the device cannot be performed. Should additional information become available, it will be provided in a supplemental report.

Event description:
Patient underwent revision surgery due to pain and superior migration of the glenoid implants.

Manufacturer narrative:
Please refer to h6 method and clinical sign code for corrected selections. The reported event could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. The device inspection was not possible as the product was not returned for investigation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
Patient underwent revision surgery due to pain and superior migration of the glenoid implants.